Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed a sudden decrease in power consumption on (B)(6) 2020, leading to parameters below the normal operating range, and a subsequent sharp rise in power consumption and estimated flows to levels above normal operating range. 32 low flow alarms were logged on (B)(6) 2020 and two (2) high watt alarms were logged on (B)(6) 2020 at 00:15:52 and 00:17:13. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2020 at 01:46:45, indicating the physical disconnection of the driveline from the controller. A vad stopped alarm was then logged at 01:47:07, indicating that the pump failed to restart after multiple attempts. This was followed by additional vad disconnect alarms and an additional vad stopped alarm, likely due to troubleshooting. As a result, the reported high power, low flow, and vad stopped events were confirmed. Information received from the site indicated that the ventricular assist device (vad) exhibited low flow alarms which were suspected to be due to an ingested thrombus. It was reported there was inflow ingestion followed by pump thrombosis. The vad then exhibited very high power; the vad subsequently stopped upon reaching 37 watts and would not restart, corresponds with the increase in power consumption observed in the log files. The patient's condition improved with the vad off. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop due to the thrombus preventing the pump from restarting. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. There is no evidence that the patient had a history of thrombus events. Possible factors that may have led to this event include, but are not limited to, the patient¿s non-compliance in taking their anticoagulation medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms which were suspected to be due to an ingested thrombus. It was reported there was inflow ingestion followed by pump thrombosis. The vad also exhibited very high power; the vad subsequently stopped upon reaching 37 watts and would not restart. The patient's condition improved with the vad off. The vad remains in the patient. A vad exchange or heart transplant is anticipated. No further patient complications have been reported as a result of this event.